Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The facility found the drive brake washer was greasy. The facility cleaned the brake washer to repair the bed.